Event description:
Additional information was received from a company representative. The cause of the broken connector piece was due to normal wear.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_pump, implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (10mg/ml at 4.201 mg/day) via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported that during a pump replacement on the date of this report for normal battery longevity, the connector piece of the existing catheter broke. The hcp replaced it but did not prime it because the existing catheter had drug in it and it had already been connected to the pump. The new pump had already been primed on the back table of 0.3ml. The hcp was not concerned about no drug delivery for the new portion of the catheter that had been replaced without priming it. No symptoms were reported. Follow-up was being conducted to obtain the cause of the broken connector piece. If additional information is received, a follow-up report will be sent.